Event description:
The customer reported the patient's eyesight had not shown any signs of improvement (recovery) after a week of the intraocular lens implantation. The doctor removed the lens. The implant date and serial number of the lens was not provided. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our quality assurance lab in (B)(4). The returned lens was tested regarding dimensions according to iso 11979-2. The result of the diopter measurement was within specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4): intraocular lens. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.